Manufacturer narrative:
Additional suspect medical device components involved in the event: product family:scs-paddle leads, upn: m365sc8116500, model: sc-8116-50, serial: (B)(4), batch: 130154. Product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7071547.

Event description:
It was reported that the patient was experiencing inadequate and undesired stimulation due to lead migration. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively.